Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured between november 13 and november 15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse completely during patient use. The device was disconnected at 23 hours and approximately 20% residual fluid remained in the device. The device was filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. A new device was connected to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.